Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the product is coming apart during the surgery and little particles are coming off the raytec. The surgeons stated the patient got an infection. Additional information received on 28-mar-2022 stated that the surgery being performed was a bilateral breast augmentation which took place on (B)(6) 2022. The gauze was unfolded during use. The particles fell inside the patient. The particles were removed, but the reporter did not state which technique was used for removal. The patient developed inflammation one week after the procedure and was treated with antibiotics. Additional treatment for the infection was not clear in the customer's response. The patient is in stable condition.

Event description:
The customer reported that the product is coming apart during the surgery and little particles are coming off the raytec. The surgeons stated the patient got an infection. Additional information received on 28-mar-2022 stated that the surgery being performed was a bilateral breast augmentation which took place in (B)(6) 2022. The gauze was unfolded during use. The particles fell inside the patient. The particles were removed, but the reporter did not state which technique was used for removal. The patient developed inflammation one week after the procedure and was treated with antibiotics. Additional treatment for the infection was not clear in the customer's response. The patient is in stable condition. Additional information received on 6-apr-2022 stated that the particles were removed by flushing them out with normal saline (ns) and wound debridement. Antibiotic ancef was given to the patient and also mixed in ns when they did the flush.

Manufacturer narrative:
Investigation summary: since the affected lot number was not provided, the supplier reviewed the device history records (DHR) for the item code over the past 12 months; there was no abnormal records during the process inspections and finished product inspections. According to supplier, the manufacturing personnel complete a visual test for every piece during the processing of the x-ray gauze sponge. If there is any foreign matter, stains, damage, breaks or missing x-ray pieces the gauze sponge is removed. From the investigation, no abnormal situations were found in the production process or DHR therefore the reported issue was unconfirmed and a root cause was not able to be determined. The complaint information was provided to the relevant personnel for awareness. No additional actions taken at this time, if a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.